Manufacturer narrative:
Device was not returned to MFR for eval. Post op x-rays confirmed that 5 set screws from the cephalad end and 1 from the caudal end have backed out. The rods appear to be located within the tulip of the screw head. Unable to determine the cause of the event.

Event description:
X-rays taken approx 1 mo post op showed that 6 set screws were loose. It was noted that the rods are still seated in the screw head. No pt complications were reported. There are no plans to explant at this time.